Event description:
A malfunction on the pump was reported by the caller, with no notable events occurring prior to the issue. There was no adverse impact to the customer's blood glucose level. Customer technical support assisted the caller with resetting the pump, providing necessary instructions. The malfunction code did not recur, allowing the customer to continue using the pump. The caller was advised to reach out again if any further issues arise, and they understood the guidance provided.